Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal malfunctioned. The reporter stated, he received a box with the product inside and a note on it saying "device defective." He added that the seal was missing from the device, and there was no evidence of blood on it. Based on the condition of the device when he received it, the hospital allegedly had problems loading the seal. This allegation was confirmed upon visual inspection by failure analysis. A replacement unit was used to complete the procedure. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned on 03/18/2010.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the seal was under the window in the loader. The plunger was separate and was not depressed. The reporter's allegation that the hospital had problems loading the seal was confirmed upon visual inspection by failure analysis. A supplemental report will be submitted when the investigation is completed. (B) (4)